Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic case, the consultant asked his assistant to use the diathermy machine (setting 50) with the medium tip (with rubber shod) to touch the forceps with it. There was a flame on the diathermy tip and had to drop it on the floor and was stepped on. A new diathermy pencil with medium tip (with rubber shod) was provided and the setting on the diathermy machine was changed down to 20. Diathermy machine was checked; there were no issues and in service date, and settings used comparable to other cardiac centres. No patient harm.